Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause couldn't be determined. Assuming that the oxygen supply to the unit might got disconnected intermittently during the above time frame. Recommended new insp block replacement when issue recur.

Event description:
It was reported to vyaire medical that the bellavista1000e us had technical failure alarm 389 - "no o2 dosing possible. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. However, vyaire technical support advised that the insp. Block needs to be replaced. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.